Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 345.3 mcg/day) via an implanted pump for intractable spasticity and cerebral palsy. The lioresal lot number was ¿ds0078¿. A critical alarm was heard and was confirmed by telemetry. The alarm occurring was a low battery reset alarmand safe state. All events in the event logs were from (B)(6) 2016 so it could not be determined when the low battery reset occurred. There were no symptoms noted; however the patient¿s mom reported the patient had a cold. The event date was (B)(6) 2015, as it was within the last month that the alarm started. The hcp was going to do a side port access on (B)(6) 2016 before submitting a referral for a pump replacement. Additional information was received from a healthcare provider. On (B)(6) 2016 the patient was in the clinic for a refill. The pump was scanned and verified to be in safe state. A side port test was done to verify patency of the catheter. The low battery reset and safe state was resolved; the pump was shut off. The patient was referred to a neurosurgeon for pump replacement. The cause of thepump low battery reset and safe state was not determined. The patient was awaiting replacement surgery. A supplemental report will be submitted if additional information is received.